Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon review, it was noted that generator exhibited multiple episodes of mode switch and over sensing. The generator was successfully reprogrammed.